Event description:
According to the hospital: radiation treatment of one pt was performed without the planned, intended conical collimator mounted to the linear accelerator. The brainlab iplan rt dose radiation treatment planning software was used to create the radiotherapy treatment plan. The hospital does not expect a negative clinical outcome or any long term issues for the pt.

Manufacturer narrative:
According to the hospital: the hospital does not expect a negative clinical outcome or any long term issues for the pt. The intended/planned conical collimator size was 10mm. After the pt was treated the physicist noticed there was no conical collimator inserted. The linear accelerator primary jaws were set to 5cm x 5cm. This was a single fraction treatment with 1800cgy delivered in 4 arcs. Error of use resulting in unintended pt treatment. There is no indication of an error or malfunction or quality or performance issue of the brainlab device. The brainlab device works according to specification. This issue has been recognized/identified as "human error," by brainlab. According brainlab, measures to reduce the risk to be as low as reasonably practicable are already in place regarding this issue. Brainlab intends to remind the users at this hospital of the available therapist printout to additionally control/supervise correct implementation of the irradiation plan including accessories at the linear accelerator, independently from the hospital's dose delivery devices environment.